Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, pre-decontamination visual inspection revealed the outer shaft is detached from the hub and the inner shaft is elongated, but still attached to the hub. The catheter was returned while still in the introducer sheath with approximately 2 mm of the tip visible at the distal end of the introducer sheath the complaint sample was decontaminated and prepared for further evaluation. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A lot history review revealed this is the only complaint associated with this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. The DHR found nothing to indicate a manufacturing related cause for this event. Multiple attempts have been made to the complainant's contact to obtain required information (weight), but no further information has been received at the time of this report. In the event the required information is obtained and /or upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used for treatment of the distal popliteal/tibial peroneal trunk. During retraction, the outer shaft allegedly broke at the hub. The health care professional (hcp) gained patient access with a cordis stork 035 guidewire and a cook raabe introducer sheath through the right cental femoral artery (cfa) which is a retrograde/contralateral approach. The hcp pre-dilated the target lesion with a spectranetics angiosculpt pta balloon. The hcp prepared the lutonix dcb in the normal fashion and advanced to the target lesion without difficulty. The pathway to the target lesion was not calcified or tortuous, but the lesion was described to have mild tortuousity due to calcification. The target lesion was reported to be successfully treated. After treatment of the lesion, the balloon was reported to be completely deflated and allegedly negative pressure was applied. The hcp reported the catheter allegedly broke while retracting it through the introducer sheath. The balloon catheter and sheath were removed together, with the balloon half way inside the sheath, as a single unit. There was no reported patient injury.

Manufacturer narrative:
Analysis/evaluation: upon completion of the evaluation, the outer shaft is separated from the hub, the inner shaft remains connected to the hub and stretched. The separation of the outer shaft occurred at the hub bond. There are numerous kinks along the shaft. The balloon portion of the catheter is stuck in the 6f cook introducer sheath with the tip of the catheter and a portion of the balloon (7mm) outside the introducer sheath. The sheath is unable to move, even after applying some pressure. No functional testing of the device was able to be performed. Conclusion: the outer shaft separation from the hub is confirmed. The health care professional (hcp) reported additional force was used when retracting the catheter. It is believed this additional force resulted in the separation of the outer shaft at the hub bond. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.